Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow blocked alarm. It was stated that there was critical pump error alarm. It was stated that the troubleshooting was performed. It was stated that the after doing a fill cannula twice the insulin never came out. No harm requiring medical intervention was reported. The customer will discontinue to use the device.